Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was noted that the stimulator was implanted on (B)(6) 2019 where it was repositioned as the previous ins was too deep and there were recharging problems. The ins was repositioned on (B)(6) 2021 also for recharging problems as it was too deep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.